Event description:
It was reported that during an open gastrectomy, there was an unexpected resistance and noise from at the 1st to the 3rd stroke of the 1st firing when the device was used on the stomach. When the device was released, it was found that 3 staple lines of the pylorus side were not deployed except 1 or 2 staples though 3 staple lines of the cardia side were formed as intended. After that, some yellow fragments fell into the patient from the cartridge. In the cartridge, staples of the pylorus side were remaining inside the staple pocket. All fragments were removed from the patient with a tweezers. The target tissue was normal. The device was fired a few seconds after the target tissue was clamped. Additional suture for non-deployed target tissue was performed. Another cartridge and the same device were used to complete the case. Reinforcement material was not used. There were no adverse consequences to the patient. There was no unexpected resistance at closing. The device was not fired across something hard such as a clip.

Manufacturer narrative:
(B)(4). One piece sled, drivers, cartridge retainer the analysis found that one device was returned in good visual condition and with an ecr60g reload present. Upon evaluation of the cartridge, the left side was fully fired, right side partially fired; the pan was partially detached. Furthermore, the cartridge body, one piece sled and some drivers were found damaged. Drivers and green plastic pieces inside a petri dish were received. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: what other color cartridges were used before and after this event? ---the information was not provided from the hospital. Was the instrument fired across or near an existing staple line or clip? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---the information was not provided from the hospital. Was there any difficulty removing the device from the tissue? ---the information was not provided from the hospital. Is there any other additional information you would like to share about this device or procedure? ---no.